Event description:
A malfunction alarm was reported by (B)(6) as regarding a pump issue in (B)(6) on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer was informed to use manual insulin delivery (mdi) as a backup therapy. The customer was instructed on returning the malfunctioning pump to tandem within ten days using a prepaid label, and a replacement pump was sent.